Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an pump module was noted to have a broken sear was not determined. The reported issue that there was an pump module was noted to have a broken sear could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that the pump module was noted to have a broken sear. There was no patient involvement.